Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: bat310675_ catalog: 1650 exp date: 01/03/2017 mfg date: 01/04/2016 returned: 09/07/2016 (B)(4). Bat310674_ catalog: 1650 exp date: 01/31/2017 mfg date: 01/04/2016 returned: 09/07/2016 (B)(4). Bat311461_ catalog: 1650 exp date: 01/31/2017 mfg date: 01/13/2016 returned: 09/07/2016 (B)(4). Bat311465_catalog: 1650 exp date: 01/31/2017 mfg date: 01/03/2016 (B)(4). Bat306698_ catalog: 1650 exp date: 01/31/2017 mfg date: 01/13/2016 (B)(4). The reported event of critical battery alarms was confirmed on bat309910, bat310674, bat310675, bat311461, and bat311465. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of bat306698's, bat309910's, and bat311465's manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed multiple premature switching events and critical battery alarms triggered by bat309910, bat310674, bat310675, bat311461, and bat311465. These premature switching events and critical battery alarms are most likely due to communication anomalies between battery and controller or normal patient usage behavior. However, bat306698 did not trigger any of these events. Analysis revealed that the bat310674, bat310675, and bat311461 passed visual examination and functional testing. Analysis of bat306698, bat309910, and bat311465 could not be performed since the devices were not returned for evaluation. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. When one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. Based on the internal investigation and field action, no additional investigation of this event is required at this time. The most likely cause of the reported event was found to be a communication error between the controller and the batteries. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that the patient came to clinic and stated that they have been experiencing critical battery alarms and that the batteries gives a critical battery alarms 30 min after he connects it to his controller. Patient states that this battery is appropriately charged at the time it causes an alarm. Patient denies additional alarms and states that he does not experience any adverse events such as power disconnects or pump stoppages in conjunction with the critical battery alarms. It was stated that log files were sent to manufacture and the critical battery alarms were confirmed. No further investigation needed.